Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. E1: initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked into the holder on unspecified number of devices. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation, which show a device with blood leakage in the holder. Additionally, 30 retained samples were subjected to functional testing. All samples passed testing as there was no evidence of side pierced sleeves, poor sleeve recovery, sleeve leakage, or poor activation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode sleeve leakage based on photos. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked into the holder on unspecified number of devices. There was no health impact or consequence reported.